Manufacturer narrative:
D4. Model #: 436-0238. Catalog #: 436-0238. Primary UDI: (B)(4).

Event description:
A patient underwent a 2-level anterior cervical discectomy and fusion procedure on (B)(6) 2025. About 4 months post-operatively radiographic images revealed a screw backout at the most inferior level. There are no plans for revision surgery.

Manufacturer narrative:
The implant has not returned for evaluation as it remains in situ. Radiographic images were provided which confirm the event of the inferior screw backing out. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.